Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 11/29/2021, it was noticed that the following information was inadvertently omitted from the b5. Event description section of the 3500a initial medwatch report. ¿biosense webster inc. Received additional information wherein the reporter described the valve, where the dilator inserts into the sheath is what had broken/separated. The reporter does not think that the hemostasis valve (gasket) broke into two or more separate pieces; the valve did not close when the dilator was removed from the sheath. The hemostatic valve/brim cap/hub did not become detached from the sheath; they are still intact with the sheath. Air did not enter the body since blood was leaking out of the valve. This issue did not require percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding as the approximate volume of blood that was lost was only a couple of cc¿s. No, medical intervention was required to stop the bleeding.¿

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valves separation occurred. The hemostatic valve separated when the dilator was removed from the sheath. Blood was pouring out when the valve broke. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. There was no patient consequence.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valves separation occurred. The hemostatic valve separated when the dilator was removed from the sheath. Blood was pouring out when the valve broke. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. There was no patient consequence. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device 00001772 number, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).